Manufacturer narrative:
Correction - section b3 date of death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that after de-airing was completed, weaning cardiopulmonary bypass (cpb) had started. The heartmate 3 (hm3) (B)(6) was turned on 3000 rotations per minute (rpm), gradually ramped up to 4000rpm, then continued to increase rpm until 4800 rpm was reached. It was noted on system monitor that flows were running low at 0.2 liters per minute (lpm) with pulsatility index (pi) at 11-13, and power at 2.7 watts. On echocardiogram, the left ventricle (lv) was not unloading. Rpm was increased to 5000 rpm and flows decreased to 0.0 lpm. Pi and power remained the same. Troubleshooting was started. After echocardiogram assessment of lv and outflow graft (ofg) anastomosis it was decided that the pump had possible "air lock". The hm3 was turned off, ofg was clamped and hm3 unlocked from apical cuff. The surgeon back flowed blood through the pump and then repositioned the hm3 back to apical cuff via wet-to-wet connection. The power module and system monitor were swapped, the hm3 was turned back on and the de-airing process restarted. Weaning cardiopulmonary bypass (cpb) was restarted, and the rpm was ramped to 4000. The flow reflected 0.5 lpm. Then as ramping up to 5000 rpm, flows decreased to 0.0 lpm. The lv was full and not unloaded. It was decided to swap hm3 for possible pump issues. After the pump exchange and de-airing of hm3 (B)(6) the rpm was ramped up to 4000, flows were at 0.5 lpm, pi was 10-11, and power was 2.9 watts. An echocardiogram assessment showed blood moving into the flow. Rpm was then ramped to 5000 rpm and flows decreased to 0.1-0.2lpm. The surgeon saw something on the echocardiogram and removed the pump to remove tissue in the left ventricle (lv) for possible obstruction issues. When the surgeon unlocked the pump from apical cuff using the unlock tool, they somehow bent the locking mechanism and could not re-attach and lock the hm3 to the apical cuff, so another hm3 (B)(6) was brought into room to place in patient. A right ventricular assist device was placed. Intravenous (IV) inotropes and blood/blood product transfusions were given. Due to the long cardiopulmonary bypass, 2 pump exchanges, rvad placement, medications, and blood product requirements, the patient did not survive the implant procedure.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and bleeding. Chapter 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, this section states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.